Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 600cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Gas, brain fog, memory changes, cognitive dysfunction, fatigue, headaches, high blood pressure, numbness, tingling in the extremities, insomnia, weight problems, and hypothyroidism were noted. As a result, bilateral total en bloc capsulectomy with implant removal, wise pattern mastopexy, and bilateral pectoralis major muscle repair were performed on (B)(6) 2021. Left sided rupture was discovered with explant. See 1645337-2021-12483 for contralateral prosthesis report.